Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.

Event description:
The customer report was forwarded by ansm (the french authority responsible for medical device regulation) to arjo. It was reported that a patient fell during a transfer from bed to a comfort wheelchair using a maxi sky 440 ceiling lift and non-arjo sling. The comfort wheelchair (non-arjo) was not correctly tilted backward, which was a verification error. The patient, already secured in the sling, began sliding forward onto knees despite assistance from a second staff member. The patient feet remained positioned under the wheelchair. Although one staff member attempted to hold the chair to mitigate the fall, the patient ultimately fell onto knees. A patient sustained two femoral fractures that required a surgical intervention involving intramedullary nailing of both femurs.